Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side "contracture of the connective tissue capsule around the implant, a contour defect in the lower pole" and rupture confirmed via MRI. Healthcare professional later reported "capsular contracture, baker grade 3". The device has been explanted and replaced.

Event description:
Healthcare professional reported left side "contracture of the connective tissue capsule around the implant, a contour defect in the lower pole" and rupture confirmed via MRI. Healthcare professional later reported "capsular contracture, baker grade 3". The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Device evaluation: device photograph(s) for the device related to the reported event of rupture and capsular contracture was requested on december 19, 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.